Event description:
A healthcare worker (hcw) experienced hydrogen peroxide contact on the index and middle finger of the right hand. The hcw rinsed the area for 15 minutes after exposure and the symptoms resolved. The contact happened while the healthcare worker was cleaning out the vaporizer plate and was not wearing ppe.

Manufacturer narrative:
The IFU states the following: warning! Hydrogen peroxide is corrosive. Concentrated hydrogen peroxide is corrosive to skin, eyes, nose, throat, lungs, and the gastrointestinal tract. Always wear chemical resistant latex, pvc (vinyl), or nitrile gloves when removing items from the sterilizer following a cancelled cycle or if any moisture is noted on items in the load following a completed cycle. Per the IFU, all items must be cleaned and thoroughly dried before loading into the sterilizer. Loads containing moisture may cause cycle cancellation.

Manufacturer narrative:
No onsite service was performed since the sterilizer did not have any issue and the cycle was completed without any problem prior to the incident. Asp investigation summary: there was not a malfunction of the asp sterrad system. The healthcare worker experienced hydrogen peroxide contact as a result of a failure to follow instructions. The users' manual of the sterrad 100s (99008-02) on page 47 under "removing the vaporizer plate" warns the customer: "warning! You must wear eye protection and chemical resistant latex, pvc(vinyl) or nitril gloves while performing this procedure." The complaint trend for h2o2 contact issues on the sterrad 100s from (B)(4) 2009 through (B)(4) 2010 indicates there is no significant trend. The defects per million opportunity (dpmo) trend is considered to be low risk. The health hazard evaluation (hhe) was reviewed. The severity of the injury is considered limited (transient, self-limiting illness or minor injury). The system hazard and user misuse analysis (shuma) indicates that the exposure to h2o2 residuals is category1 or "broadly acceptable risk". The sterrad 100s system ((B)(4)) device history record (DHR) was reviewed, there were no issues related to this complaint.